Event description:
Information received indicates, the ground loss light is flashing on the foot board.

Manufacturer narrative:
The technician replaced the power cord plug due to a broken ground pin.